Manufacturer narrative:
The returned device analysis did not confirm the reported unintended movement (clip open-efaa) and clip jumpiness issue. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event and a review of the complaint history identified no similar incident reported from this lot. Based on the information reviewed and without a confirmed failure mode, a cause for the reported unintended movement (clip open-efaa) and clip jumping issue in this incident could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report clip jumping open while establishing final arm angle. It was reported this was a mitraclip procedure to treat functional mixed regurgitation (mr) with a grade of 3. It was noted the patient had an enlarged atrium. The clip was inserted and placed on the mitral valve. While attempting to deploy the clip, it was observed the clip jumped open to roughly 50 degrees while establishing final arm angle (efaa). Troubleshooting was performed, but the issues continued to occur; therefore, the clip delivery system (cds) was removed and replaced. One clip was then deployed on the mitral valve, reducing mr to a grade of 2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.